Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the abd and performed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) gave an 'air detected' alarm. The perfusionist checked the lines and there was no air present, and the error was unable to be cleared. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd functioned as intended. Miscellaneous sized bubbled were sent through the circuit and each time the abd alarmed appropriately. The abd was left running on circuit for several hours to see if it would spontaneously alarm and it did not. The pst could not duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.